Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump went into threshold suspend for two hours and he was unconscious for two hours prior to that. Customer does not recall any significant events leading to the error. Customer's blood glucose was unknown at the time of incident but was 43 mg/dl on (B)(6) 2015. Troubleshooting was done and found that customer was taking insulin based on sensor glucose readings and not blood glucose readings. Additionally, it appears that the customer's doctor spoke with troubleshooting and indicated that the customer had two glucogen shots as he fell down the stairs. This incident occurred on (B)(6) 2015. The doctor indicated that she will monitor her patient and follow up at a later date if necessary. No further information was provided.